Manufacturer narrative:
Alleged failure: console stopped powering probe during case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s is a short which occurred with the receptacle board causing the rf probe to not activate correctly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the crossfire 2 stopped powering halfway through the procedure. A surgical delay was reported, as the surgeon had to undertake an open procedure rather than an arthroscopic one. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the crossfire 2 stopped powering halfway through the procedure. A surgical delay was reported, as the surgeon had to undertake an open procedure rather than an arthroscopic one. Although there was patient involvement, the procedure was completed successfully.